Manufacturer narrative:
Visual analysis of the returned device identified: underweight, opening and black particles in the surface of the shell. A microscopic analysis was performed which identify five sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification and missing piece of the shell. Based on the device analysis the final assessment is: four sharp opening observed in the same edge in the posterior side assessed as an unidentified (tear) opening. A sharp opening in the anterior side assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported rupture on left side, the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side, the device has been explanted.